Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead could not be deeply screwed into the myocardium and the catheter was bent and unusable. A new lead and catheter were then used at a new target position and the lead implant was successful. No patient complications have been reported as a result of this event.